Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was difficult to maneuver and was "sticky in the vein". Once placed, the lead exhibited high impedance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.